Manufacturer narrative:
Device received with unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and rewind anomaly due to detached end cap and loose drive support disk. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of the insulin pump had come off. Customer¿s blood glucose level was unknown. Customer had reported changing battery more frequently and slower rewind. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.